Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units fiber optic would not calibrate pressure.

Manufacturer narrative:
Updated data: b4, e1 (email), g3, g6, h2, h10, h11. Corrected data: b5, h6 (clinical & impact).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) units fiber optic would not calibrate pressure. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) arrived onsite an was able to get the unit to calibrate successfully. He ran fiber optic test and the signal would start strong and then taper off (intermittently). He returned onsite and it tested ok every time. It was stated the fse opened the package to the new fiber optic assy, and observed that the zero button knob and spring were not installed on the assembly, and was not found in the sealed package.he checked / reseated all connections inside, re-lubed the safety disk seals and tested several more times without any issue. He completed a full calibration and system test, all tests passed to factory specifications. He ran the unit in biomed on a test balloon for 24 hours without any errors. Returned to the customer and released for clinical use.the defective components were received for further investigation. Please refer to the root cause evaluation field for details.the nrc received fiber optic assembly , with the reported complaint that the zero knob and spring was not installed.the nrc performed a visual inspection of fiber optic assy and verified that the zero knob and spring were not installed on the switch. The nrc verified the failure of the missing knob and spring. Retaining the fiber optic assembly in the nrc per procedure number 0002-07-d008 rev.aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.